Event description:
It was reported that the patient received inappropriate atp and hv shock due to a svt with increased heart rate. The physician elected to restart the patient on the antiarrhythmic medications. Programming changes were made on the device. The patient was stable after the event.

Manufacturer narrative:
(B)(4).